Event description:
The reporter contacted animas on (B)(4) 2012 reporting that the patient's blood glucose (bg) was 521mg/dl with no signs or symptoms of hyperglycemia. The reporter said that he changed the infusion set and delivered a bolus with the pump; the bg apparently remained elevated reading hi on the meter. The reporter requested treatment guidelines for elevated bg. Customer technical support (cts) advised to contact their healthcare professional for dosing guidelines. Cts reviewed the infusion set insertion technique with the reporter and it was determined that the insertion technique was not correct. When cts asked the reporter to trouble shoot the pump, the reporter declined and hung up. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
There have been no further report of bg excursions and the pump is not expected back at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.